Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. A review of the submitted log file showed 240 events spanning an unknown amount of time due to the clock not being set until the end of the log file. It only captures two events while the clock is synched on 03oct19. On 03oct19 at 11:06, there was a backup battery fault alarm that was accompanied by a yellow wrench advisory. This alarm is for the backup battery being passed its used by date but the battery was manufactured on 19apr19 and was therefore not past its expiration date. This alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. System controller was not returned for analysis and remains in use. The provided information indicated that the backup battery was exchanged a month prior. The current battery still says 30 months left before replacement is needed. The backup battery was replaced and the alarm cleared. A root cause for the reported event cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the backup battery exchanged 1 month prior reported that it needed to be replaced despite the admin screen saying there is still 30 months left. No alarm was noted. Vad coordinator reseated the battery twice, notification cleared, and then came back. Patient was changed to another system monitor and power module. Log file analysis showed the default time stamp throughout most of the file. This is usually an indication the controller lost all power both external & internal. This would cause the controller¿s clock to reset to the default time stamp. The last 2 lines of the file shows a current date & time. There is an external backup battery fault on the last 2 lines of the file. There were no other unusual events recorded in the log file. The mechanical circulatory support equipment is operating as intended. Patient's backup battery gt 095091 was exchanged to gt 095097. No devices will be returned. Patient is stable at home.